Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens iols in both eyes. Immediately postoperatively, the patient complained of significant glare in the right eye. The patient also reports difficulty with night driving as a result of the glare. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.